Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated charge circuit timeout. Analysis of the device memory indicated charge circuit inactive. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) had triggered end of service (eos) earlier than anticipated. The device had triggered alerts for charge circuit timeout, charge circuit inactive and long charge time. The device has been extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Device analysis confirmed that the device did not charge efficiently with the original device battery. The device charged nominally when the battery was replaced with an external supply. No hybrid anomalies were found. The results were consistent with the device battery causing the excessive charge time. Battery analysis revealed that based on the destructive analysis results, no internal battery shorting occurred. Lithium-severing was seen in turn 7 and partial lithium-severing was seen in turn 6. The device was returned due to reaching end of service (eos) before elective replacement indicator (eri) and having charge time out (cto) and excessive charge time (ect) alerts. Review of the save-to-disk data found that charge timeout and excessive charge time events were logged on (B)(6) 2018, prior to eri and subsequent explant. This charge timeout resulted from increased battery resistance induced by observed lithium-severing. If information is provided in the future, a supplemental report will be issued.